Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis, or stroke. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 535 mg/dl after approximately 4¿24 hours of pod wear on the arm and did not decrease despite the administration of correction bolus doses. The patient reported receiving alarms on the omnipod system at the time of the event; however, no error message or specific alarm details were reported. The patient was admitted to the hospital with symptoms of nausea and stroke-like symptoms and was diagnosed with diabetic ketoacidosis. The pod was removed at the hospital, and the infusion site was observed to be slightly swollen. The patient underwent a computed tomography (CT) scan and was administered a clot-buster medication before being transferred to another hospital¿s intensive care unit. At the receiving facility, magnetic resonance imaging (MRI) confirmed that the patient had suffered a stroke. During hospitalization, the patient was reported to have experienced slurred speech and an inability to speak, which was initially suspected to be due to another stroke. Additionally, a urinary tract infection (uti) was diagnosed, which, according to the patient, was later confirmed through additional computed axial tomography (cat) scan and magnetic resonance imaging (MRI) to have been mimicking stroke-like symptoms. The patient was prescribed antibiotics for the infection and was subsequently transferred to a rehabilitation center. The patient was discharged on (B)(6) 2026, and reported plans to consult with his primary care physician and neurologist prior to resuming omnipod therapy.